Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a horrible fall and that the ins was protruding and shifted up and to the right. It was noted that the ins must have shifted back because the hcp said it looked fine and a manufacture representative checked the system and said everything looked okay. No further complications were reported.